Event description:
The user facility reported a 58-year-old male on impella cp for a bypass surgery support. Coming off bypass surgery, suction would occur any time the p-level was increased higher than p-1. The position was optimal, volume was adequate, and the right ventricle function was great. The impella cp was explanted and perclose suture x1 tightened and manual pressure held for 15 minutes with good hemostasis noted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.